Event description:
The customer reported that in use on a patient, the iabp had difficulties to power up, and then generated "system failure" alarm. The patient was switched to another iabp and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative found error codes 4, 5, 6 and 20 stored in the error log. The company representative replaced the datasette iab cs100 (p/n: 0670-00-1147) and the datasette dss cs100 (p/n: 0670-00-1148). The iabp was performance tested to factory specifications and safety tested. It functioned normally and was returned to the customer. (B)(4).